Manufacturer narrative:
The received device had the cannula assembly fully deployed. Blood was observed on the adhesive pad. Inspection of the cannula assembly did not observe any damages/defects that would result in a bleeding/bruised infusion site. No issues were noted that would cause high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high bg (blood glucose) values, that reached over 250 mg/dl. Patient was treated for dehydration with intravenous fluids and insulin was administered. Patient also had high ketones. No further information available.